Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that their blood glucose level was 526 mg/dl. They treated their blood glucose level with a manual injection. Troubleshooting was not performed. The device was not returned.